Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the surface of the pebax section. Initially it was reported that during the procedure after inserting the catheter, the catheter was reset but the catheter showed that it was inside the sheath (sh) even though it was outside the sheath at least 5 cm. The cable was replaced with a new one but the problem was not solved. The catheter was replaced with a new one but the problem was not solved. The system was restarted and the problem still had not been solved. Two more catheters of the same type were replaced but with a different curve and that did not solve the problem either. It was decided to continue the procedure and do ablation. While the catheter was moving, the alert of the sheath would disappear and they were able to see the grams of the catheter and finish the procedure successfully. There was no patient consequence reported. The event was assessed as non MDR reportable for both a visualization issue and force issue. For the visualization issue, the most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. For the force issue, the potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the thermocool® smart touch® sf bi-directional navigation catheter for evaluation and per the evaluation completion on 01-feb-2023 there was a hole in the surface of the pebax section and liquid foreign material inside of it. The hole on the surface of the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 01-feb-2023.

Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered as the event date under the initial reporter phone field. The bwi product analysis lab received the device for evaluation 16-dec-2022. The device evaluation was completed on 01-feb-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed a hole in the surface of the pebax section and liquid foreign material was inside of it. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed; however, no impedance and no temperature were observed due to open circuits on the tip area. It was determined that the damage and the foreign material observed was sustained in someplace external to the manufacturing environment and could be related to the issues observed during the investigation and the force issue reported by the customer. All units are inspected prior to leaving the facility as there are functional tests and inspections at control points based on the process flow diagram (pfd) per its part number to avoid this type of damage from leaving the facility. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. If the force problem persists, replace the catheter cable or the catheter. In order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: open circuit (c0205) investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to biosense webster¿s inc. Product analysis lab observed open circuits on the tip area (tc/thr - wires broken / wires - broken) issues. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Product analysis finding of the ¿foreign material inside the pebax - external damage¿ and the ¿force issue¿ reported by the customer. Manufacturer's reference number: (B)(4).